Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sensor glucose]. The customer reported blood glucose value of 74 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit. The event involved product(s) mmt-1886. Troubleshooting was performed. Cust had question or concern of suspend on low/suspend before low feature. Customer inquired about what would happen to subsequent alarms while pump is in suspend event. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. Product return requested for mmt-1886. Customer declined to return, or is unable to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case to not reportable based on additional information "there was no unexpected suspend [low sensor glucose]".

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that there was a predicted high sensor glucose at 16:50. Then, the suspend before low was triggered an hour ago at 20:30. There was no unexpected suspend [low sensor glucose]. Sensor glucose was 87mg/dl and blood glucose was 74mg/dl. The difference was within range. Customer had a sensation of low. The customer has not treated. The hospital visit was earlier in the day before the low. Helpline advised customer to eat, manually resume the pump, or wait for a while if necessary but to consult with the doctor. Customer did not ask about what would happen to subsequent alarms while pump is in suspend event. Customer asked about resuming the pump. Troubleshooting was not done. Pump was used within 48 hours of the low. Smartguard was not used. Pump was in manual mode. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6 (health effect, clinical code & health effect, impact code, medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.